Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian collateral artery using a lantern delivery microcatheter (lantern), a non-penumbra guide catheter. During the procedure, after initially advancing the lantern through the guide catheter, the physician fractured the lantern mid-shaft. Therefore, the lantern was removed. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern confirmed a fracture on its mid-shaft and revealed a kink near the fractured location. If the lantern is advanced at an extreme angle during use, damage such as a kink and fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.